Event description:
Pt called lfs alleging that their one touch ultra meter was reading inaccurately erratic. Senior medical affairs specialist mailed a letter, since the pt could not be reached. Pt described waking up and feeling nauseated, dehydrated, and vomiting. The pt reported blood glucose results of 307 mg/dl and 211 mg/dl with their lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The paramedics took the pt to the hospital, where pt was treated intravenously. The customer service representative was unable to perform troubleshooting since the pt did not have quality control supplies. Based on the information provided, there is no evidence that the meter contributed to serious injury. Pt tested following the onset of their symptoms, pt obtained relatively high result and had signs and symptoms of hyperglycemia. The complaint is being reported as a potential malfunction of the meter in terms of precision. Pt's meter, test strips, and control solution were replaced.